Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Event description:
As reported, approximately 5 years post successful tf transcatheter pulmonic valve replacement the patient presented with symptoms. Angiography indicated stenosis of the sapien 3 valve. A second sapien 3 valve was implanted within the failed valve during a valve in valve procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
H.6 codes updated based evaluation completion. The valve was not returned for evaluation. During manufacturing of the sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. It should be noted that in this case the thv was implanted in the native pulmonic valve. Sapien 3 (s3) with the commander delivery system (ds) was indicated for native aortic valve replacement at the time of the implant. Therefore, this case is considered off-label. The IFU and training manuals were reviewed for transfemoral procedure in aortic position and was reviewed for relevant guidance for an s3 implant. Accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Structural valve deterioration and device degeneration are both listed as potential risks associated with use of the device. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. The valve degeneration was confirmed from medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that in this case the thv was implanted in native pulmonic position. At the time of the implant, this was considered off-label. Structural valve deterioration (svd) is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Due to limited information available, a definitive root cause is unable to be determined at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 5 years post successful tf transcatheter pulmonic valve replacement the patient presented with symptoms. Angiography indicated stenosis of the sapien 3 valve. A second sapien 3 valve was implanted within the failed valve during a valve in valve procedure. Medical records were received for review. An echo performed 5 years, 2 months post implant revealed mild pulmonary valve regurgitation and moderate pulmonary valve stenosis. 5 years, 6 months post implant the patient presented with increasing pulmonary valve gradient with the most recent echo showing moderate plus/severe pulmonary stenosis with a peak gradient of 64mmhg and a mean gradient of 36mmhg. The patient had a 29mm sapien 3 valve placed in the pulmonary position via right femoral vein transfemoral approach. Concomitantly, stenting of the pulmonary artery using palmaz 5010 stent mounted on 30 mm z med balloon was performed. The implant was a success. No procedural complications or edwards device malfunctions were listed. Tte performed on pod 1 revealed the maximum velocity across the pulmonic valve is 2.91 m/s. The peak gradient was 33.9mmhg and the mean gradient was 18mmhg. The patient was discharged home on pod 1.